Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the tsw35 device was returned with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic salpingo-oophorectomy procedure the surgeon fired the device across the left ovary and when they tried to load another reload it had locked out and the handle stuck and they could not get it open. They pulled the black trigger and the firing trigger was loose and dangling but it still would not open. There was no tissue in the device. They opened an ace36e device to complete the procedure.